Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that there was an intermittent power issue and the battery compartment is cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/29/2016 with the following findings: there were unexplained pump reboot events observed in the black box. The battery compartment was found to be cracked. Corrosion was observed in the battery compartment. The pump was able to complete a 24 hour duration test with no issues. The pump failed a leak test as a result of the battery compartment crack. There was no further evidence of moisture on the internal components of the pump.